Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 for a routine implantable cardioverter defibrillator check. Upon examination, it was found that the device exhibited episodes of non-sustained right ventricular oversensing from (B)(6) 2020. It was determined that the episodes were caused by myopotential oversensing. The patient was asked take several deep breaths and myopotential oversensing was observed in clinic. Programming changes were then made. The patient was asked to repeat the exercise and no further oversensing was observed. There were no adverse consequences to the patient.